Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels above 600 mg/dl with low to moderate ketones. In the morning of the report, the customer's bg level ranged from 300 mg/dl to 400's (mg/dl). Reportedly, the contact believes the bg level is related to the performance of the pump/supplies. However, the contact was unable to identify any specific issue. A system check with tandem¿s technical support confirmed that the pump, cartridge, and infusion set functioned as expected. The bg level was addressed with a bolus via the pump and manual injections. The contact successfully completed the load process and resumed insulin delivery. At the time of the report, the customer's bg level ranged from 95 mg/dl to 105 mg/dl.